Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) had the customer remove the endoscope and instrument clutch and rotate camera 180 degrees. The customer reinstalled the endoscope and the image was then normal. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted hartmann's procedure surgical procedure, the customer informed the technical support engineer (tse) that the image was backwards and upside down. The procedure was completing as planned with no reported injury.